Event description:
It was reported that the patient presented to the emergency room with arrythmia. Interrogation of the pulse generator noted that the right ventricular (rv) lead had failed to capture, had decreased in sensing measurements and increased in impedance values. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.